Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rainbow effect and scratches on the screen that made it hard to read. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that they had to change batteries less than 7 days sometimes. The insulin pump rejected new batteries and grinds during rewind. The customer stated that they received more frequent no delivery alarms. The device will not be returned for analysis.